Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age and weight are not available for reporting. Implant and explant: device is an instrument and is not implanted/explanted. It is unknown if the subject device is expected to be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot number. Manufacturing location: synthes (B)(4). Date of manufacture: jun 15, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified spine surgery the stardrive screwdriver shaft broke. During the procedure the surgeon was putting the screw into the pedicle, when he returned the screwdriver to the assistant technician who noticed that the screwdriver was broken and was missing a fragment. It was notice that the broken fragment had been retained in the screw. The surgeon was able to remove the fragment from the screw and no fragments were retained in the patient. There was no additional medical intervention needed and the surgery was completed successfully and without delay. The patient¿s postsurgical outcome was good. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: received one (1) article of scrdrivershaft t25 f/urs, part 03.636.001, for manufacturing investigation. The article is in a used condition. The tip of the screwdriver is broken off. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. The hardness close to the broken screwdriver tip was measured and found to be in accordance to the specification. No production failure has been found. It has been determined that the breakage of the screwdriver tip is caused my mechanical overloading during surgery. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.